Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic),") in an adult female patient who had essure (batch no. 305626402,305626798) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included vaginal bleeding. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-nov-2018: this case was identified as a duplicate of (B)(4) (MFR number 2951250-2015-01581) and will be deleted from bayer database. All information was transferred to this remaining case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic),") in an adult female patient who had essure (batch no. 305626402,305626798) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included vaginal bleeding. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.